Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a transcatheter aorta valve implant procedure, the device delivered inappropriate therapy due to pacing by external pacemaker. The issue was resolved after the implant procedure. Patient condition was fine.